Event description:
It was reported that during implant attempt, the physician was unable to pass curved stylets in the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. It was noted there were distal conductor blood/body fluid (not obstructed), inner insulation kinked buckled, blood in/on helix/lobe mechanism, lead stretched, and apparent explanted damage.